Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: 2623006 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 2174924 02-012-47-2009 - logic cr tib insert std, sz 2, 9mm. Serial number: (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 3670053 200-02-26 - three peg patella 26mm. 3777655 201-78-15 - holding pin mini sharp point 4 pk. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2015. Approximately 4 years and 3 months after the initial procedure the patient had a left knee revision on (B)(6) 2019. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2019. Diagnosis: failed left knee, aseptic loosening. Findings: on opening the knee space the synovial fluid was clear. Inspection of the implants showed that the femoral component was a press-fit porous component and it had not completely bonded to the bone. There is a great deal of arthrofibrosis. The patella button was completely overgrown by fibrous tissue. The tibial component was securely fixed but was revised. The patient was taken to the recovery room spontaneously breathing.